Event description:
The complainant reported the patient was on impella cp support and shortly after the implant, there were high purge pressures with purge blocked alarms. Staff tried troubleshooting, however the pump was explanted and replaced. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned for investigation. The data log showed a four-minute gradual rise in purge pressure, followed by an active high purge pressure alarm, and then pump flow saturation. No motor current spike or optical signal abnormalities were reported during the case. No evidence of physical damage was noted on the returned product. The pump was soaked in warm water for 15 minutes, and biomaterial was found inside the purge gap. The pump was primed, and high purge pressure was reproduced. The pump was able to start in a bucket of water, and the purge pressure began to improve. Additionally, some biomaterial was observed in the purge gap after the pump was run in a bucket of water. The cause of the high purge pressure issue was biomaterial, based on returned product investigation. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25596 as it is unknown if the initial reporter also sent the report to the food and drug administration.